Event description:
It was reported by healthcare professional "PICC fracture noted when flushing with saline, fracture noted. Attended lh and removed. Hole noted at 4cm mark. Does not appear to have been bent. PICC was inserted in 23.5cm (9cm) and used for sact."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refy1412 showed nine other similar product complaint(s) from this lot number.